Manufacturer narrative:
The investigation of high purge pressure has been completed. After 24 hours on support, high purge pressure was noted. Troubleshooting to resolve the problem was unknown. However, the pump remained implanted. The product was not returned. Data logs were not recovered. The cause of the high purge pressure was not determined since the product was not returned, data logs were not recovered, and lack of clinical information.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The pump had high purge pressures. No action was required. The patient continued on support until the device was successfully weaned.